Manufacturer narrative:
Film evaluation results are: the exact cause of the reported possible type IV transgraft endoleak leading to continual decline of the blood pressure due to blood loss which led to patient death could not be conclusively determined from the three still angio images provided. Additional cta films were not provided. The images received showed blush type contrast outside of the stent graft, primarily along the left side of the bifurcate main body and bifurcate contralateral stub, from a possible type IV endoleak. The possible type IV endoleak may have been caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. The reported continual decline of the blood pressure due to blood loss which led to patient death could not be assessed or confirmed from the images provided. Patient's pre-op ruptured aaa may have also contributed. The infrarenal aortic neck was highly angulated. The aortic neck to the entry of the aaa was angulated ~ 70 deg, l-r. Section d information references the main component of the system. Other relevant device is: enlw1620c120ee, sn (B)(4). Off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that during the index procedure, an angiogram revealed a possible type IV endoleak. The patient's blood pressure continued to decline during the procedure. The physician elected to treat the patient with a continuous blood transfusion. Antihypertensive medication was also administered. The procedure was completed but the patient was transferred to intensive care for observation. Per the physician, the cause of the event was related to the device. Additionally it was reported that the patient expired one day post index procedure. Per the physician, the patient's death is due to continuous reduction of blood pressure. The abdominal aortic aneurysm rupture caused blood pressure reduction initially as there was blood flow from the vascular cavity into the retroperitoneal or abdominal cavity. The occurrence of the endoleak resulted in sustained blood outflow. The blood pressure was not well controlled, which lead to the patient's death. No additional sequelae were reported.

Manufacturer narrative:
Corrected information: sex .